Manufacturer narrative:
Analysis determined that the ins and extension (B)(4) both passed functional testing. The extension (B)(4) had a breached depression in the outer insulation later 1.5 cm- 1.9 cm from the proximal end. (B)(4). References the main component of the system and other applicable components are: product ID: 748951, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome and other pain indications- other. The implantable neurostimulator (ins) and both extensions were returned to the manufacturer without a known complaint. The following dates were provided ¿ b: (B)(6)1944, d: (B)(6) 2014, r: (B)(6) 2014.¿ there were no patient symptoms reported. No further complications were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.